Event description:
I bought the fasciablaster to use as a self massage tool for a chronic pain from a tight piriformis. I used the tool per the creator's instruction. I lightly and briskly blasted my legs, glutes, stomach, and low back for 3 to 5 mins per section after a hot shower. I only used the product 2 times. After the 2nd time, I noticed that the pain which was normally in my piriformis began radiating down my entire leg. So I discontinued use and returned the product and received a partial refund. Since I used the fasciablaster, I have now gained 15 pounds. My weight had been (B)(6) for 15 or more years and never fluctuates more than 5 lbs. Since returning the product I have learned of the severe damage some women have endured because of this product and the inventors instruction.